Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain (" severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain\ pelvic pain"), device dislocation ("migration of essure device location of device"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/ pregnancy (with complications)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding(general)") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, pregnancy, vomiting, gravida ii, parity 6 (your total number of live births: 7 (B)(6) 1996, (B)(6) 1997, (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2005, (B)(6) 2006), chlamydial infection and ectopic pregnancy. Concurrent conditions included cough, jaw pain, wisdom teeth removal, pharyngitis, swallowing painful and bulging amniotic membranes. On (B)(6) 2007, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), physical disability ("suffering bodily impairment"), anxiety ("mental anguish \ anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation"), deformity ("disfigurement") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient experienced feeling abnormal ("hormonal changes describe: pregnancy symptoms"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2018, the patient experienced urinary tract infection ("bladder or urinary changes\infection (bladder/ urinary tract/vaginal) type: urinary uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), reproductive tract disorder ("reproductive system disorder or changes condition type of disorder or condition,"), coital bleeding ("vaginal bleeding during sex"), pelvic discomfort ("discomfort"), bladder disorder ("bladder or urinary changes") and urinary tract disorder ("bladder or urinary changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, urinary tract infection, female sexual dysfunction, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, vaginal discharge, weight increased, dyspepsia, vaginal haemorrhage, menorrhagia, physical disability, anxiety, anhedonia, emotional distress, general physical health deterioration, deformity, back pain, reproductive tract disorder, coital bleeding, pelvic discomfort, feeling abnormal, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anhedonia, anxiety, back pain, bladder disorder, coital bleeding, deformity, device dislocation, dysmenorrhoea, dyspepsia, emotional distress, fatigue, feeling abnormal, female sexual dysfunction, general physical health deterioration, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, physical disability, pregnancy with contraceptive device, reproductive tract disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: findings: normal endometrium, 5 coils out on left , 2 coils on right. The patient's left tubal ostia had five loops of the essure occlusion material exposed and on the right· ostia two loops were exposed. Patient claimed general damages, special damages but not specified. Twin birth, placenta previa, 1 twin passed, 4 months early and hospitalized for 1 year, the child has seizures and developmental delays. Discrepancy noted about essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: her records indicate that the devices were identified bilaterally without fill of the fallopian tubes or spill of contrast into the peritoneal cavity. As per mr: impression: there are essure devices identified within the fallopian tubes bilaterally. The fallopian tubes did not fill with contrast and there is no spill of contrast into the peritoneal cavity. Pregnancy test urine - on (B)(6) 2007: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs received: reporters were added. Aka name was added. Events-hormonal changes describe: pregnancy symptoms, genital bleeding, pregnancy (stillbirth or miscarriage), urinary tract infection, apareunia, migraines, headaches, reproductive tract disorder, dental problems, , migration of essure device location of device,dysmenorrhea (cramping), fatigue, vaginal discharge, weight gain, heartburn, vaginal bleeding, menorrhagia, bodily impairment, anxiety, loss of enjoyment of life, humiliation,degradation, disfigurement, lower back pain, pelvic discomfort, vaginal bleeding during sex were added. Concomitant conditions & drugs were added. Lab results were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain\ pelvic pain') and device dislocation ('migration of essure device location of device') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, pregnancy, vomiting, multigravida, multiparous (your total number of live births: 7 (B)(6)1996, (B)(6)1997, (B)(6)1999, (B)(6)2000, (B)(6)2004, (B)(6)2005, (B)(6)2006)), chlamydial infection and ectopic pregnancy. Concurrent conditions included cough, jaw pain, wisdom teeth removal, pharyngitis, swallowing painful and bulging amniotic membranes. Concomitant products included medroxyprogesterone acetate (depo provera) from 2006 to 2010. On (B)(6)2007, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), physical disability ("suffering bodily impairment"), anxiety ("mental anguish \ anxiety"), anhedonia ("loss of enjoyment of life"), general physical health deterioration ("bodily impairment / degradation"), deformity ("disfigurement") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/ pregnancy (with complications)/") and experienced feeling abnormal ("hormonal changes describe: pregnancy symptoms") and somatic symptom disorder of pregnancy ("pregnancy symptoms"). In (B)(6)2018, the patient experienced abortion spontaneous ("miscarriage"). In 2018, the patient experienced urinary tract infection ("bladder or urinary changes\infection (bladder/ urinary tract/vaginal) type: urinary uti") and urinary tract disorder ("bladder or urinary changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), reproductive tract disorder ("reproductive system disorder or changes condition type of disorder or condition,"), coital bleeding ("vaginal bleeding during sex"), pelvic discomfort ("discomfort"), bladder disorder ("bladder or urinary changes") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, urinary tract infection, female sexual dysfunction, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, vaginal discharge, weight increased, dyspepsia, vaginal haemorrhage, menorrhagia, physical disability, anxiety, anhedonia, general physical health deterioration, deformity, back pain, reproductive tract disorder, coital bleeding, pelvic discomfort, feeling abnormal, bladder disorder, urinary tract disorder, nausea and somatic symptom disorder of pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anhedonia, anxiety, back pain, bladder disorder, coital bleeding, deformity, device dislocation, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, general physical health deterioration, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, physical disability, pregnancy with contraceptive device, reproductive tract disorder, somatic symptom disorder of pregnancy, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: findings: normal endometrium, 5 coils out on left , 2 coils on right. The patient's left tubal ostia had five loops of the essure occlusion material exposed and on the right· ostia two loops were exposed. Patient claimed general damages, special damages but not specified. Twin birth, placenta previa, 1 twin passed, 4 months early and hospitalized for 1 year, the child has seizures and developmental delays. Discrepancy noted about essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: her records indicate that the devices were identified bilaterally without fill of the fallopian tubes or spill of contrast into the peritoneal cavity. Total bilateral occlusion. As per mr: impression: there are essure devices identified within the fallopian tubes bilaterally. The fallopian tubes did not fill with contrast and there is no spill of contrast into the peritoneal cavity.. Pregnancy test urine - on (B)(6)2007: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received. Reporter information updated. New events: nausea, pregnancy symptoms were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain\ pelvic pain') and device dislocation ('migration of essure device location of device') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, pregnancy, vomiting, multigravida, multiparous (your total number of live births: 7 ( (B)(6) 1996, (B)(6) 1997, (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2005, (B)(6) 2006) ), chlamydial infection and ectopic pregnancy. Concurrent conditions included cough, jaw pain, wisdom teeth removal, pharyngitis, swallowing painful and bulging amniotic membranes. Concomitant products included medroxyprogesterone acetate (depo provera) from 2006 to 2010. On (B)(6) 2007, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), physical disability ("suffering bodily impairment"), anxiety ("mental anguish \ anxiety"), anhedonia ("loss of enjoyment of life"), general physical health deterioration ("bodily impairment / degradation"), deformity ("disfigurement") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/ pregnancy (with complications)/") and experienced feeling abnormal ("hormonal changes describe: pregnancy symptoms") and somatic symptom disorder of pregnancy ("pregnancy symptoms"). In (B)(6) 2018, the patient experienced abortion spontaneous ("miscarriage"). In 2018, the patient experienced urinary tract infection ("bladder or urinary changes\infection (bladder/ urinary tract/vaginal) type: urinary uti") and urinary tract disorder ("bladder or urinary changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), reproductive tract disorder ("reproductive system disorder or changes condition type of disorder or condition,"), coital bleeding ("vaginal bleeding during sex"), pelvic discomfort ("discomfort"), bladder disorder ("bladder or urinary changes") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, urinary tract infection, female sexual dysfunction, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, vaginal discharge, weight increased, dyspepsia, vaginal haemorrhage, menorrhagia, physical disability, anxiety, anhedonia, general physical health deterioration, deformity, back pain, reproductive tract disorder, coital bleeding, pelvic discomfort, feeling abnormal, bladder disorder, urinary tract disorder, nausea and somatic symptom disorder of pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anhedonia, anxiety, back pain, bladder disorder, coital bleeding, deformity, device dislocation, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, general physical health deterioration, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, physical disability, pregnancy with contraceptive device, reproductive tract disorder, somatic symptom disorder of pregnancy, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: findings: normal endometrium, 5 coils out on left , 2 coils on right. The patient's left tubal ostia had five loops of the essure occlusion material exposed and on the right· ostia two loops were exposed. Patient claimed general damages, special damages but not specified. Twin birth, placenta previa, 1 twin passed, 4 months early and hospitalized for 1 year, the child has seizures and developmental delays. Discrepancy noted about essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: her records indicate that the devices were identified bilaterally without fill of the fallopian tubes or spill of contrast into the peritoneal cavity. Total bilateral occlusion. As per mr: impression: there are essure devices identified within the fallopian tubes bilaterally. The fallopian tubes did not fill with contrast and there is no spill of contrast into the peritoneal cavity.. Pregnancy test urine - on (B)(6) 2007: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.